Manufacturer narrative:
Suspect infusion sets were discarded, but remaining infusion sets from suspect lot will be returned for eval.

Event description:
Reported stated that pt's infusion sets are breaking and the cannula is pulling out of the body. This problem occurred after 1-2 days of use (infusion sets appeared ok out of box). Pt's blood glucose was not affected, and no treatment was received.